Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse could not confirm the reported issue with the surgeon side cart (ssc). Fse reviewed system logs with no errors present, conducted an ssc master tool manipulator (mtm) replacement workflow and all test passed, and performed system verification. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse made electrical / mechanical adjustments to correct the reported problem. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the sureform 45 stapler instrument on universal surgical manipulator (usm3) was intermittently failing to open and close. Technical support engineer (tse) advised reseating both the drape and the instrument; however, the staff chose not to perform these steps during the call. The procedure was completed with no reported injury.